Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026; explant date: n/a h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, in a patient with a previously implanted surgical aortic valve and ascending aorta replacement, a snare was placed in advance near the ascending anastomosis site. As the 18 french (fr) non-medtronic introducer sheath approached the ascending anastomosis site, there was difficulty advancing the sheath. Additionally, the pre-placed snare interfered with the sheath and was difficult to use. Subsequently, the introducer sheath was lowered to the descending aorta several times and several attempts to grasp the tip with the snare were made, however, the introducer sheath was still unable to pass. The stedi guidewire was then placed in front of the surgical valve, and with the use of a snare, passage was achieved. There was then difficulty in advancing the delivery catheter system (dcs) past the previously implanted surgical valve. After repositioning the introducer sheath and guidewire several times, the dcs was able to be advanced. The transcatheter aortic valve was then deployed. Shortly after completion of the procedure, a computed tomography (CT) scan was performed which revealed a dissection from the aortic arch to the ascending aorta. The patient was put under observation.